Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k): k923607 and k926214 the actual sample was returned for evaluation. Visual inspection revealed that the actual sample was a piece of substance black in color approximately 95mm in length. Magnifying inspection found it had a semi circler groove on the surface along the total length in the lengthwise direction, with the one end having an acute-angled cut cross-section. Electron microscopic inspection of the cut cross-section revealed dispersed particles on the surface. Elementary analysis of the particle identified it as tungsten. Terumo's guidewire contains tungsten in the state of being embedded and dispersed in the urethane outer layer for the purpose of enhancing the radiopacity of the wire. The state of dispersion of the tungsten particles were found to be similar to that of the terumo's guidewire. The actual sample was ft-ir evaluated and found to have the spectrum which was very similar to that of our guide wire (polyurethane). Based off the findings, the actual sample is mostly like a urethane outer layer sheared from our guidewire product. Reproductive testing was performed on a current guidewire product sample. It was inserted into a metal needle and withdrawn from it. The urethane outer layer was sheared from the product sample. The sheared piece was found to be in the state very similar to that of the actual device. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. IFU states: do not manipulate or withdraw the guide wire m non-vascular through a metal entry needle or a metal dilator or metal devices with sharp or rasping edges. Manipulation and/or withdrawal through a metal device with sharp or rasping edges may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Do not use a metal torque dvice with the guide wiew m non-vascular. Use of a metal torque device may result in damage to the guide wie m non-vascular. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, the actual sample is most likely to be a piece of the urethane outer layer sheared off a terumo's guidewire. It is likely that the actual device was withdrawn through a metal needle used in combination with the actual device in the state of having contact with the edge of the metal needle, resulting in the shearing of the urethane outer layer. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that on (B)(6) 2018, a central venous catheterization was performed with use of an arrow double lumen catheter kit (teleflex medical (B)(4) co. Ltd.). After puncturing the right femoral vein with a cannula, the radiofocus guidewire m was used. There was difficulty with placing the central venous catheter; therefore, the doctor gave up the procedure. In the afternoon on the same day, another attempt was performed from the left femoral vein and the procedure was successfully completed. On (B)(6) 2019, the patient went to the hospital, complaining about an uncomfortable feeling in the right femoral vein. An x-ray CT examination found a foreign substance remaining in the previously punctured site. On (B)(6) 2019, the vein was surgically opened and the foreign substance was removed from the vein. The patient was reported to be fine.